Manufacturer narrative:
Additional information: the surgeon did not notice any issues with the functionality of the harmonic ace instrument. No resistance was felt upon removal of the instrument through the cannula. No damage was noted to the cannula. The fragment(s) were retrieved which was confirmed by visual inspection. No additional procedure was required to retrieve the fragment. No post-operative tests like an x-ray were performed. The procedure was completed robotically with no injury reported. The patient has not returned to the hospital due to experiencing any post-surgical complications. Device evaluation: the harmonic ace instrument was returned to intuitive surgical, inc. (Isi) for failure analysis evaluation. The instrument was found to have teflon pad damage. A piece of the teflon pad was broken at the distal end of the pad. The missing material was not returned with the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the harmonic ace instrument be returned for evaluation. As of the date of this report, the instrument has not yet been received.

Event description:
It was reported that during a da vinci-assisted transoral thyroidectomy procedure, the white part of the tip of the harmonic ace instrument fell off. Upon inspection, it was found that the front tip was slightly broken, so another harmonic ace instrument was used instead. The procedure was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the teflon pad on the harmonica ace instrument was damaged and completely detached from the instrument. The instrument was inspected prior to use. The instrument did not collide with any other instrument or tool during procedure. A fragment fell inside the patient and was retrieved during the same procedure. The patient had no returned to the hospital due to any post-surgical complications. The instrument is available for return to isi for evaluation; however, no photos or videos are available for review.